Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported "during surgery to remove the right breast implant, rupture of the device was found. The intracapsular rupture was already diagnosed by MRI." The device has been explanted.